Event description:
It was reported that a patient observed a leak from the tubing of a uv flash transfer set. There was a small hole located 4-5 cm from the twist clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and microscopic inspection were performed and identified a hole in the tubing approximately one inch from twist clamp. Functional testing of the device included leak testing, clear passage testing and clamp function testing. Leak testing confirmed a leak through a hole in tubing and no other leaks from the tubing or junction of the titanium adapter and the patient adapter. Clear-passage testing and clamp function testing found no issues that could have caused or contributed to the reported problem. The cause of the leak was determined to be due to the tubing hole. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.